Event description:
It has been reported to us that the hub of the introducer sheath separated, resulting in arterial blood leaking. The introducer was used successfully for the cardiac catheterization case. The introducer was left in the patient and a statlock stabilization device was applied and the patient was sent to the floor. After sometime, oozing was noticed coming from the introducer sheath. Closer examination of the sheath revealed that the top had become separated, resulting in arterial bleeding. The device was removed and pressure was applied to stop bleeding. This was successful. The patient is reported to be fine. The device will be returned for evaluation.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.